Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. The bearing surface shows light a/p tracks and light pitting on both compartments consistent with clinical use. The remaining damage is most likely caused during implant removal. A device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot or sterile lot referenced. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining a root cause.

Event description:
It was reported that there was a right knee revised due to infection.

Event description:
It was reported that there was a right knee revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5515-f-402 triathlon ps fem component, cemented lot code iwzhd. Cat 5520-b-500 triathlon prim cemfxb bplt #5 lot code edynr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.